Event description:
Device being used to complete a procedure, suture broke while surgeon tired to tie knot. Surgeon had to switch to open procedure to complete the case. This device is used for treatment.